Event description:
The reporter stated the surgeon inserted cc4204bf collamer single piece lens and the lens became stuck in the cartridge. The lens was partially inserted into the patient's eye and was removed with no patient injury, no enlarged incision or sutures. Another same model lens was implanted. The reporter stated the cause of the lens becoming stuck in the cartridge was due to the lens having been loaded improperly (loading error).

Manufacturer narrative:
Evaluation : results: visual inspection of the returned product found the lens stuck in a cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined to be due to user error. It should be noted that the injector was not returned for evaluation.